Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a downstream occlusion (e51264). There was patient involvement and no patient harm.

Manufacturer narrative:
D9 - date returned to mfg: 4/29/2026. H3 and h6 codes: updated. The suspected device was returned for evaluation. The device was visually inspected and found that there was hard scratch on liquid crystal display (lcd) lens, downstream occlusion (dso) seal partially lifting. Review of the event history log (ehl) showed downstream occlusions. During the functional testing, the customer reported issue was confirmed. Replace dso sensor and seal to correct the issue. Calibrated dso sensor. Updated software to the latest version and the unit reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.